Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of "hi" results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 90-110mg/dl fasting. Verified test strips expire 02/28/2017. Confirmed customer's test strips are being stored properly and opened vial date 10/09/2015. Customer performed a back to back blood test 518mg/dl and 510mg/dl fasting. Reviewed meter memory: (B)(6). Customers concern:the customer is concerned with the result hi, 341 and 595mg/dl in the meter's memory. Customer uses novolog and lantis to manage her diabetes. Customer has had no changes in her diet. Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of "hi" results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 90-110mg/dl fasting. Verified test strips expire 02/28/2017. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 518mg/dl and 510mg/dl fasting. Reviewed meter memory: (B)(6). Customers concern:the customer is concerned with the result hi, 341 and 595mg/dl in the meter's memory. Customer uses novolog and lantis to manage her diabetes. Customer has had no changes in her diet. Adverse event not reported.